Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack in the back of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the back of pump and high bgs found on (B)(6) 2023. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Pump was received with a high sleep current. Pump was cut open then disconnected j6 and reconnected then the pump passed the sleep current. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and stained keypad overlay. Cosmetic damage was not confirmed at the back however other cosmetic damage was confirmed. Unexpected battery power loss was confirmed due to the connector resistance issue on the j6. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.